Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The heartmate mobile power unit (mpu) (serial number (B)(6) was not returned for analysis; however, a log file was submitted. The submitted log file (labeled (B)(6) and the downloaded log file from the returned system controller contained partially overlapping data spanning approximately 1 day (B)(6) 2021 per the timestamp). The log file captured a no external power alarm active on (B)(6) 2021 at 2:01:12 to 2:01:16 and from 2:01:17 to 2:01:18 due to the rsoc voltage in the white power cable dropping to 0 volts during a routine power source change and the bus voltage in both power cables dropping to approximately 0 volts abnormally. The alarms resolved on their own when the bus voltage was restored to its expected voltage threshold and the power source change was complete. The log file also captured a loss of external power to the mobile power unit on (B)(6) 2021 at 12:09:30 to 12:09:35; however, the low power hazard and power cable disconnect alarms were active until 12:09:36. During this time, the bus voltage in both power cables dropped below the minimum voltage threshold until 12:09:34 and the rsoc voltage dropped to 0 volts at 12:09:35. The alarms resolved themselves when external power was restored to the mobile power unit on 12:09:36. Provided information stated that the customer inspected the mpu and controller. There were no missing pins or visible damage seen. Additionally, the serial number of the mobile power unit (mpu) is (B)(6), there are no plans for return of the mpu, the mpu has a v-lock connector on the ac power cord, there were no environmental circumstances that would have affected ac power at the time of the event, the alarms resolved after the controller exchange, and the patient is stable at home. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped from abbott on 31mar2021. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient originally had frequent power disconnects in (B)(6). The batteries and clips were changed as directed at the time. On (B)(6) 2021 the patient experienced no external power and backup battery alarm at 2 am when he changed one battery to the mobile power unit (mpu). The alarms continued then the patient switched to the mpu fully and the alarms persisted until the patient changed back to the battery. The log file showed and intermittent weak connection on the mpu/controller black lead, which caused the series of no external power events. The log file showed the patient connected to the mpu 2 other times later in the log file without any issues. The controller was exchanged. Related manufacturer report number of controller: 2916596-2021-06102.